Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an abnormal reaction to a sleep medication with a resulting "tardive dyskinesia-type" episode. The patient's catheter was fractured. A new spinal section was placed and the patient recovered "without incident." Per the reporter, it was not possible "to retrieve spinal section of catheter to return for analysis." It was noted that since the implant in 2009, the patient had been "doing well." The pump was used to deliver morphine sulfate (ms). Following the revision, the ms dose was decreased.